Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done. The patient underwent an ipg revision procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done. The patient underwent an ipg revision procedure. No further information has been obtained despite good faith efforts. Additional information was received that the ipg was not revised, it was only a lead repositioning procedure.